Event description:
As patient was being revised to address ligament issues that were not product-related, minimal poly wear of the insert was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.